Event description:
The customer reported that the unit will not power up. The customer reported that the unit was not in use on patient. The field service engineer (fse) inspected the unit and duplicated the customer reported problem. The fse replaced the cpu board and pm board to address the reported issue. Performance verification testing was completed and passed.